Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years 8 months post implant of this 25mm aortic bioprosthetic valve, it was replaced valve-in-valve with a 26mm with a transcatheter aortic valve due to stenosis and insufficiency. No additional adverse patient effects were reported.